Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported high and low blood glucose levels for the past few weeks, and felt that the insulin pump was no longer delivering the correct amount of insulin. Unable to troubleshoot as the call was disconnected. The customer was called back, and a message was left for her to call back. Nothing further was reported.